Manufacturer narrative:
There is no evidence or confirmation that device played any role in injury. This was speculation from the customer. A refund was issued in spite of the device not being returned. Contour has closed this case due to lack of f/u material. Refund was issued.

Event description:
Customer called our customer service center to "let us know" that she suffered an appendix attack which ruptured and she was hospitalized. Purchase date was (B)(6) 2011. On a subsequent call back, she stated that she was using the contour core sculpting system for months but noticed she had, what she thought was gas pains for 3 days and she sought medical attention. She was hospitalized and received an appendectomy and treated with antibiotics for a ruptured appendix. Customer stated that her daughter "threw the product away" during her hospital stay. She is fully recovered.